Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Inspection of the device revealed that the large black cable assemblies at the top of the nozzle assembly were rubbing on the front rounded cover. Fse moved the cables so they were no longer touching the cover, blew the theta home sensor with compressed air, and verified the connection was tight. Next, fse replaced the bent nozzle assembly and performed a "dummy run" by filling the carousel with tt3 reagent cups and verifying that the theta motor was operating normally. Fse also checked all the pipetting positions using the "compound action" diagnostic. Subsequent quality control (qc) values were in range and there were no further reports of errors. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The aia-360 service manual revision 1, under chapter 8 - troubleshooting - error messages was reviewed. The 4029 spec t-axis home not found: the aia-360 service manual under chapter 8- troubleshooting indicates that the 4029 spec t-axis home not found error message is generated when the specimen theta-axis motor home sensor fails to activate. The operator is instructed to inspect motor pm204 and sensor s204. The 4020 spec. Z-axis home overrun: the aia-360 service manual under chapter 8- troubleshooting indicates that the 4020 spec. Z-axis home overrun error message is generated when the specimen z-axis motor home sensor errors due to mixer movement exceeding the designated operating range. The operator is instructed to inspect motor pm202 and sensor s202. Nozzle assembly replacement: the aia-360 service manual revision 1; under chapter 3-11- replacing permanent nozzle was reviewed. The 3.11.2 replacing permanent nozzle: 1. Remove the screws securing the nozzle (be careful not to drop screws or retaining plate). 2. Remove the nozzle from above and loosen the flare fitting on the pressure sensor unit and remove. 3. Prepare a replacement nozzle and install using the removal procedures in reverse. The most probable cause of the reported event was due to the sampling cable rubbing on the cover above the carousel.

Event description:
It was reported that the customer received "error 4029 & 4020 theta-axis and z-axis" errors with their aia-360 analyzer. Technical support (ts) instructed the customer to disconnect power and remove the back panel to inspect the nozzle assembly. The customer stated that the nozzle assembly appeared to be straight and undamaged. The customer also attempted to reboot the device without success. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.